Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initially reported as (B)(6) 2020, but should have been (B)(6) 2020.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020 that a patient died after vertebroplasty surgery. The confidence spinal system was used during the operation. According to the information provided: this is an (B)(6) year-old patient with many background diseases. According to sources from the medical institution, the process of the operation was normal and without any malfunctions in the medical equipment that was used. From the information we have, at the end of the operation after the closure of the operation area, the patient experienced pulmonary embolism and after the resuscitation attempts, the doctors announced her death. The surgeon has extensive experience in using the confidence system. There is no further information available. This report is for one (1) confidence spinal cmt sys, 11c. This is report 1 of 1 for (B)(4).